Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the shoulder of the haptic of the preloaded intraocular lens (iol) tore the posterior capsule of the patient's left eye and the lens was cut out. Additional information received confirmed that no additional medical/ surgical interventions were required or are planned. It was also confirmed that there was neither any damage to the haptic or lens nor any pre-existing patient condition that contributed to the event. Another competitor lens was placed as the replacement and the patient is doing fantastic post-operation. No further information was available.